Event description:
It was discovered the (B)(4) 7.0 ph buffer solution had potential mold growth. Identified lot numbers were pulled from stock. At this time, there is no adverse event from this product.